Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported fiber break, laser going into stand by and fiber overheating, cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber went into standby mode and was warm to the touch. The console was powered off and on, and the fiber was unplugged and replaced. The fiber broke at the base that connects to the console and there was a red light emitted from the location of the break. The procedure was then converted to bipolar without patient complications.